Event description:
It was reported that the customer had unexplained high glucose of 18.1mmol/l and ketones. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime test and the insulin did exit. Performed a high pressure test and passed. It was stated the customer will be taken to the doctor due to the high blood glucose. It was stated that the customer attempted to deliver 15.0 units of insulin while being disconnected, the piston did not move, and the insulin pump was not delivering the insulin. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will be follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.